Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal posterior tibial artery with mild tortuosity and heavy calcification. The 2.0 x 200 mm armada 14 balloon dilatation catheter (bdc) was advanced to the lesion and crossed successfully; however, the balloon ruptured during the first inflation at 14 atmospheres. A replacement armada bdc was used to complete the procedure. It was reported that the device was prepped (air aspiration) inside the anatomy. There were no adverse patient effects or clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with anatomy, which was described as heavily calcified. It was reported that air aspiration was performed inside the anatomy. It should be noted that the armada 14 instruction for use provides instructions for preparing the pta catheter including purging the device of air prior to inserting into the patient. In this case, it does not appear that preparing the device in the anatomy contributed to the reported balloon rupture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.